Event description:
The event occurred in china. It was reported that the hl20 pump 2 displayed the error message: "safety-s" after startup of the device. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required in USA. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump after startup of the device. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required in USA. A getinge field service technician (fst) was sent for investigation and repair on 2024-06-27. The fst unplugged and plugged the safety board on the control board again and the pump head was manually turned and the pump was turned on and worked. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the getinge field service engineer the issue was solved by turning the pump head manually since then the error message was not displayed again. The most probable root cause could be determined to the position of the pump head which was unknown. With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be also contributed to: wrong pump speed because of: wrong ratio between master-slave pumps due to communication error. Based on the results the reported failure "error message safety-s" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.